Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports severe pain in the left leg. They are currently seeing an orthopedic doctor about it. Patient initially thought it was an issue with their hip, but the doctor said the hip isn't the problem. If the doctor could do an MRI, they could determine the problem in a minute. The doctor is suspecting an infection, did some blood tests on (B)(6) 2017 and the patient is scheduled for an ultrasound and CT scan next week. The patient was asked if they had spoken to their ins healthcare provider (hcp) about the symptoms and whether or not it is ins related. Patient spoke to their ins hcp and is waiting for the tests to be done. Patient is wondering if the event is device related too because they were in great health and all the sudden it rapidly declined. Patient saw the orthopedic doctor on "(B)(6)" and then the patient was sent to the hospital on "(B)(6)" for an injection of a steroid; the patient thinks it was cortisone. Ever since the injection, the pain seems to have had and increase and lack of use of the leg. Patient is walking with a walker because when they put weight on their leg, it is very painful. Patient's symptoms have become worse after injection. Patient spoke to their ins hcp regarding turning the device off. The patient was instructed to turn it off for no more than 2 hours. Patient states not thinking that was a long enough time to assess their symptoms and the pain improved, but didn't go away. It was noted that the leg pain started off mild and then got worse after the injection. No device issue alleged. No further patient complications have been reported as a result of this event.